Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, on (B)(6) 2016, the patient was administered general anesthesia to facilitate abutment placement. During the procedure a biopsy punched was used to access the fixture. The implanted device remains.